Event description:
Additional information form the rep indicated that the patient had a 565 paddle lead implanted several years back. The physician showed the rep her xray and was discussing whether to trial a percutaneous lead to get better left side coverage. After speaking with tech services to verify some MRI eligibility and they relayed that information back to the physician. He is going to visit with patient about her options.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6). Implanted: (B)(6) 2021. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: va2cprn026); product type: 0200-lead; implant date 2021-07-14; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Manufacturer representative (rep) reports the patient's provider informed them that the patient's lead had skewed to the side so the patient's lead was off to the right and pt did not have good left sided coverage.  Rep. Was wondering about MRI compatibility if patient (pt)  was trialed and got a percutaneous lead and one side of the surgical lead was disconnected and left in the pt's body. Rep. Said they had reprogrammed the pt in the past, with the last time being probably over a year ago, but pt was not satisfied with coverage - coverage on left side was inadequate. Technical services reviewed MRI guidelines.